Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-stop switch and button on the surgeon side console (ssc). The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an error 31055. The customer stated that he was unable to recover it. Isi tse asked him to perform a hard power cycle and emergency power off (epo) with no change. The system was not onsite connected. The isi tse asked him to send some photos of the event logs to determine which part was involved. The operating room (or) staff decided to convert to laparoscopic surgery. The procedure was converted to laparoscopic with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon did not convert this procedure into a standard surgery. As the procedure had just begun, and no major dissection had been undertaken. The surgeon decided to close this patient and postpone his procedure to a later date. If a major dissection had been carried out, the situation would have been more delicate, because the surgeon wants this procedure to be carried out using robotic surgery. The functionality of the system was verified when the system was powered on. The system initially powered on without errors.